Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage, stroke and patient outcome of death are known risks associated with endovascular procedures and are noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
A neuroradiology journal published an article providing a retrospective analysis of outcomes of middle cerebral artery (mca) angioplasty and stenting for 196 patients with symptomatic severe 70-99% middle cerebral artery (mca) stenosis. The primary end-point was ipsilateral ischemic stroke or death within 30 days. It was reported that within 30 days two patients suffered hemorrhagic strokes due to hyperperfusion intracranial hemorrhage and both patients died. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all death events covered within this literature source.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated between (B)(6) 2007 and (B)(6) 2013. This is 1 of 6 reports filed under the subject attached literature article.

Event description:
A neuroradiology journal published an article providing a retrospective analysis of outcomes of middle cerebral artery (mca) angioplasty and stenting for 196 patients with symptomatic severe 70-99% middle cerebral artery (mca) stenosis. The primary end-point was ipsilateral ischemic stroke or death within 30 days. It was reported that within 30 days two patients suffered hemorrhagic strokes due to hyperperfusion intracranial hemorrhage and both patients died. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all death events covered within this literature source.